Event description:
The patient was hospitalized for elevated blood glucose levels in 2006 and once again 25 days later. The patient's mother also reported that the pump was emitting occlusion alarms.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed broken motor mounts, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy at the time of testing. Occlusion alarms were observed in the pump history, but could not be duplicated. The pump functioned properly by emitting occlusion alarms to alert the user that insulin delivery was interrupted. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.